Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the external driveline was confirmed via the submitted photo. The device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. It was reported that the patient had damage to the external driveline. The submitted photo revealed damage to the outer jacket at the distal end of the driveline. Rescue tape had been applied and no alarms were. Review of the submitted log file showed the system operating as intended at or above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for percutaneous cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Additionally, several sections of the heartmate ii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Incidental finding: twisted driveline observed in the submitted photos. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had damage to the external driveline. Rescue tape was applied. There were no alarms reported, and a review of the log files by technical services found routine events with no notable alarm conditions or parameter changes.